Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor(pump error 43) 8 times. Troubleshooting was performed but the customer was not able to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 alarms noted during testing and a review of the pump history file shows on 4/18/2023 between 15:12:00 and 23:00:56 there were ten (10) pump error 43 alarms that occurred. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, found corrosion on the motor home switch. The pump error 43 alarms in the pump history file may have been intermittent failures not detected during our testing however, they are confirmed due to a corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Pump error 43 alarms are confirmed due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act